Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to connect with the scs ipg and the patient controller. Troubleshooting was attempted but a connection could not be established. The next course of action was undetermined at this time.

Event description:
It was reported that the patient had 3 major surgeries.